Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the boot error, as a result the hard drive was reconfigured and software was reloaded to resolve boot up issue. It was also noted that the media bay door had a broken latch.

Event description:
It was reported there was a programmer boot error. Turning the programmer on and off several times was tried but could not get anything but an error code. The programmer was returned for repair. There was no patient involvement indicated.